Manufacturer narrative:
Investigation results: no difficulties were encountered during blood collection. The blood in all retention and control lot tubes exhibited comparable clot formation and retraction. All tubes from the retention lot were fully clotted prior to the allotted 30-minute clotting time. The serum was of acceptable quality and there was no hemolysis or fibrin observed within the serum in any of the retention or control lot tubes process during this clinical investigation. This complaint is not confirmed with regards to fibrin clotting. Conclusion (summary): not confirmed. Twenty retention lot samples were evaluated during this clinical investigation. All twenty retention and control lot samples performed as expected and no product issues were observed during the clinical investigation. This is the first complaint reported with regards this lot number. This incident and lot number will be monitored for future occurrences. Bd was unable to duplicate or confirm the customer¿s indicated failure (fibrin clots) mode because the defect was not evident in the testing of the retention lot samples.

Event description:
The customer reported that there were fibrin clots when using the bd microtainer® z tubes. No injury or medical intervention was reported.